Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the diagonal artery. A 1.2 x 15 mm mini trek balloon dilatation catheter (bdc) was advanced to the lesion; however, the shaft separated when inflating the balloon to 12 atmospheres. The separated portion was simply withdrawn. The procedure was successfully completed with an unspecified trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.